Event description:
Related manufacturer reference number: 2017865-2022-48481.

Event description:
Related manufacturer reference number: 2017865-2022-48318. It was reported the patient presented in clinic for follow-up. Upon interrogation, five non-sustained right ventricular oversensing (nsrvo) alerts were received for potential loss of capture on the left and right ventricular leads. No changes or interventions were performed. The patient was in stable condition.